Event description:
Boston scientific was notified that during an event the marker of the gdc 10-ultrasoft stretch resistant coil synerg detection circuit was not visible. The device was detached by banking on the distal marker to the catheter.